Event description:
The pt had been bathed, raised from the bath and swung away from the end of the bath. The sub-chassis was attached and the hoist lowered. Just before contact with the floor, the jib safety catch was released. As the chair cross member detached from the pick up hook, the pt and chair slid forward and fell to the floor in front of the chassis. The pt was shaken but was not injured.